Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Two weeks following an ablation procedure a thermal lesion to the esophagus occurred. The ablation procedure was performed on (B)(6) 2020. During the procedure ablation was set at 50 watts. There was a moment where the temperature probe showed 45*c so ablation was halted to allow the esophagus to cool. The procedure was then completed with no further issues or apparent adverse consequences to the patient. There were no performance issues with any abbott device during the procedure. Two weeks following the procedure the patient was diagnosed with a thermal lesion to the esophagus via an esophagogastroduodenoscopy (egd). The lesion was treated with a clip and foam. The patient has remained in stable condition.